Event description:
It was reported that the device would not unlock. Another device was used to complete the procedure. There was no pt injury. It was not reported whether the device was locked on tissue at the time of the event. When the device was received, the blade was exposed. Additional info was requested, but no additional info was provided. A f/u report will be sent if additional info is received.

Manufacturer narrative:
Final device investigation found that the device was returned with the jaws misaligned, the blade laterally exposed and the handle in the locked position. The blade was dislocated from the guiding slots. The device was unable to unlock. Functional inspection of the rotator knob, locking trigger and blade trigger could not be performed due to the condition of the blade. Electrical testing also could not be performed due to the condition of the device. The device history record was reviewed and no discrepancies were noted. The instructions for use state "do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or pt."